Event description:
It was reported that a day after undergoing a da vinci-assisted surgical procedure, the patient experienced "massive" secondary bleeding at the incision site for the assistant port trocar. The patient received unspecified medical intervention and re-operation (revision) to address the post-operative complication. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the da vinci-assisted surgical procedure was a trans-peritoneal left partial nephrectomy. The target tissue was a kidney tumor on the left side. The tissue was not exposed to radiation or chemotherapy before the procedure. There was no tissue tension or bunching. The following instruments were used during the procedure: a monopolar curved scissors, maryland bipolar forceps, and mega suturecut needle driver. There were no instrument collisions observed. Per the surgeon, there was no malfunction of the da vinci system, an instrument, or accessory during the surgical procedure. The surgery was completed with no delay, and noted to have gone "well, both technical and professionally." The kidney tumor was uninjured and completely removed. The kidney was adequately reconstructed and repaired. The ischemia time was fifteen (15) minutes. A computerized tomography (CT) scan prior to the revision showed the kidney to be completely functional with no parenchyma loss or ischemic areas. No intra-operative complications occurred. There were no fragments that fell inside of the patient's anatomy during the surgical procedure. A total blood loss of approximately 150 milliliters (ml) occurred intra-operatively. Significant bleeding in the drainage was identified a day after the procedure on (B)(6) 2021, and the patient's hemoglobin (hb) count dropped to 9.3 grams per deciliter. A CT angiography was performed. The following medical intervention was administered to the patient to address the post-operative blood loss: a wound revision of the incision site for the assistant port, and blood transfusion (5 erythrocyte concentrates over the duration of the inpatient stay). The small bleeding vessel was coagulated, clearance of the intraperitoneal hematoma and wound closure was completed. The total post-operative blood loss was approximately 1 liter (l). Per the surgeon, the post-operative complication is not uncommon and is on the list of the possible complications of this type of the surgery. The surgeon cannot identify any intra-operative reason or unusual event that could lead to it. The patient was reported to have fully recovered, and is in good general condition. The site indicated that this event was not related to an isi device; however, upon further review of this event by another site, a potential relationship was indicated. The site (at which the surgery was performed) provided the following additional information on 04-apr-2022: the assistant port trocar from which the bleeding originated was an isi device as only intuitive trocars were used. Upon request of the site's assessment regarding relationship to an intuitive device, the site indicated that this event would have probably occurred with trocars from a different manufacturer as well. The additional site which reviewed the case provided the following additional information on 05-apr-2022: the post-operative complication was noted to have a clavien-dindo classification of IV-a, was indicated to be related to a medical device, and noted to have resulted in in-patient or prolongation of existing hospitalization. The reoperation date was confirmed as (B)(6) 2021 and date of resolution was indicated as (B)(6) 2021. There was no relationship to the surgical procedure or patient underlying condition indicated. It was noted that trocar incisions are part of the procedure, but not device specific.

Manufacturer narrative:
Based on the information received from the surgeon and site, it is unclear as to whether the da vinci assistant port trocar caused or contributed to this event. Per the surgeon, the post-operative complication is not uncommon and is on the list of the possible complications of this type of the surgery. The surgeon cannot identify any intra-operative reason or unusual event that could have led to the post-operative complication. Based on the current information provided, the cause of the post-operative complication was unable to be confirmed. Failure analysis investigation to confirm/identify any failure modes regarding the reported event was unable to be performed as the site did not return any associated devices. Review of the site's system logs with a procedure date of (B)(6) 2021 shows that the da vinci system (sl0273) and all identified instruments (monopolar curved scissors, maryland bipolar forceps, and mega suturecut needle driver) were used during subsequent procedures. Site complaint history review shows no complaints have been filed against these instruments. There were no observed events in the system logs that would suggest a product issue. There were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video of the reported event were provided by the customer to isi for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the patient experienced "massive" secondary bleeding at the incision site for the assistant port trocar, which required medical intervention. There is no allegation of da vinci system, instrument or accessory malfunction. However, it is unknown as to whether the isi assistant port trocar caused or contributed to the reported event. The cause of the post-operative complication is unknown.